Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Other UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: monument, manufacturing date: 03-may-2011, expiration date: 31-mar-2020. Part #: 04.034.446s, lot#: 6655188 (sterile) - 10mm ti cann tibial nail-ex w/prox bend 330mm-sterile. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an intramedullary (im) tibia nail on (B)(6) 2014. Post-operatively due to non-union, a revision surgery was scheduled on (B)(6) 2016 to explant intact nail, end cap and four (4) 5mm locking screws. It was reported that canal was reamed and a larger nail was inserted and nonunion site was treated with locking compression plate (lcp). Surgery was successfully completed without any surgical delay. Patient status was reported as "ok". This complaint involved three parts. This report is 1 of 3 for (B)(4).